Manufacturer narrative:
Other relevant device(s) are: product ID neu_unknown_cath, serial# unknown, product type: catheter; ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and patient receiving 5mg/ml of dilaudid at 0.7201 mg/day via an implantable pump for spinal pain. It was reported the patient¿s pump had never helped them. The patient reported they received their first pump in 2003 or 2004, and their healthcare provider just kept upping and upping the medication, and they never got any relief. The patient stated when it was time to replace the pump the patient had been maxed out on morphine. The morphine lost effectiveness. The patient was getting refilled every three weeks and could not make the morphine any stronger, so the healthcare provider filled the pump with dilaudid. The patient did not know which year this occurred. The patient reported their doctor could not understand why they were not getting relief. The doctor checked the catheter because of the high rate the patient was on. The doctor took the catheter out and put a new one in because there was something wrong with the catheter. The patient did not know when this occurred. The patient also reported they took the pump out and they went on oral medications. The patient was taking 8 mg of dilaudid every two hours and they still hurt. The patient went to a new doctor and a new pump was implanted, last (B)(6) (2017). No further complications were reported or anticipated.